Event description:
It was reported that the ilet¿s screen intermittently did not turn on when the user attempted to wake the device, and the user acknowledged storing the device in a manner that could depress the sleep/wake button. Investigation included customer education and troubleshooting regarding device handling and guidance to orient the device to avoid pressure on the sleep/wake button. Further investigation of this case revealed that external pressure on the sleep/wake button likely caused the unresponsive screen behavior. No clinical symptoms were reported. Outcomes included no impact on health and no alarms. It was concluded that the device functioned as designed and that user handling contributed to the reported behavior of the device.